Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting intermittent loss of capture. It was noted that the right ventricular auto capture (rvac) tests have failed at times due to low evoked response (ER) signals. Boston scientific technical services explained to the boston scientific representative that this could be indicative of a rv lead microdislodgement. The representative stated that an x-ray was performed, and proper lead positioning was observed. The representative indicated that they were going to the clinic to check the patients pacemaker device and that they will discuss the issue with the physician. The rv lead was subsequently explanted and replaced later that day. No patient symptoms and no additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. The lead was subsequently returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting intermittent loss of capture. It was noted that the right ventricular auto capture (rvac) tests have failed at times due to low evoked response (ER) signals. Boston scientific technical services explained to the boston scientific representative that this could be indicative of a rv lead microdislodgement. The representative stated that an x-ray was performed, and proper lead positioning was observed. The representative indicated that they were going to the clinic to check the patients pacemaker device and that they will discuss the issue with the physician. The rv lead was subsequently explanted and replaced later that day. No patient symptoms and no additional adverse patient effects were reported. Additional information indicates this rv lead was explanted and replaced due to dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting intermittent loss of capture. It was noted that the right ventricular auto capture (rvac) tests have failed at times due to low evoked response (ER) signals. Boston scientific technical services explained to the boston scientific representative that this could be indicative of a rv lead microdislodgement. The representative stated that an x-ray was performed, and proper lead positioning was observed. The representative indicated that they were going to the clinic to check the patients pacemaker device and that they will discuss the issue with the physician. The rv lead was subsequently explanted and replaced later that day. No patient symptoms and no additional adverse patient effects were reported. Additional information indicates this rv lead was explanted and replaced due to dislodgement.

Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.